Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device will not be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged stuck button alarm, cosmetic damage located at the case, visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2023. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with unresponsive keypad. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to unresponsive keypad. Unable to download pump traces and history file using thus due to unresponsive keypad. Unable to upload pump to carelink due to unresponsive keypad. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. Corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Unresponsive keypad was confirmed due to corrosion on the j1/pcba 1 connector. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued self test, carelink upload, download of pump traces and history file using thus. The pump passed the self test. No unresponsive keypad/stuck button alarm noted when using the test case. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 03-jun-2023, there is no unexpected suspends noted. However, pump error 61 (stuck key alarm) was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 03-jun-2023 listed on smart solve. Daily total of all insulin delivered = 25.7. Daily total of basal insulin delivered = 25.1. Daily total of bolus insulin delivered = 0.6. On (B)(6) 2023 22:22:32.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2. Bolus amount delivered = 0.6. On (B)(6) 2023 22:22:32.000, normal bolus amount programmed = 2 u. However, the bolus programmed was cancelled by the user and the bolus amount delivered = 0.6 u. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2023 22:05:11.000, on (B)(6) 2023 22:09:11.000, on (B)(6) 2023 22:15:00.000. On (B)(6) 2023 22:20:48.000, on (B)(6) 2023 22:26:18.000, on (B)(6) 2023 22:30:36.000. On (B)(6) 2023 22:35:00.000, on (B)(6) 2023 22:40:00.000, on (B)(6) 2023 22:48:38.000. On (B)(6) 2023 22:53:35.000, on (B)(6) 2023 22:56:50.000, on (B)(6) 2023 23:03:00.000. On (B)(6) 2023 23:37:33.000, on (B)(6) 2023 23:47:00.000, on (B)(6) 2023 23:54:26.000. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to corrosion on the j1/pcba 1 connector. Please see below for pump errors/alarms noted 1 week prior to the event date 03-jun-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2023 22:06:10.000. On (B)(6) 2023 22:14:14.000. On (B)(6) 2023 22:15:55.000. On (B)(6) 2023 22:18:30.000. On (B)(6) 2023 22:19:04.000 to on (B)(6) 2023 22:19:22.000. On (B)(6) 2023 22:20:05.000 to on (B)(6) 2023 22:20:23.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: on (B)(6) 2023 22:19:03.000 to on (B)(6) 2023 22:19:21.000. On (B)(6) 2023 22:20:04.000 to on (B)(6) 2023 22:20:50.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 03-jun-2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted duracell alkaline battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the pump case. Unable to verify customer alleged for high bgs and dka. Unable to perform the required testing, upload pump to carelink, download pump traces and history file using thus due to unresponsive keypad. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu, successfully uploaded pump to carelink, downloaded history files and traces using thus. Unresponsive keypad and pump error 61 (stuck key alarm) were confirmed according in the formatted history file due to corrosion on the j1/pcba 1 connector. During visual inspection, corrosion was also found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump was broken and went into diabetic ketoacidosis and was hospitalized and beeping started feeling ill and reported stuck button alarm. Troubleshooting was performed. No further complications were reported. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was turned on during the reported event. The customer will discontinue the use of the device. The product will be returned for failure analysis.